Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Evaluation summary: representative samples were returned for analysis. During the visual inspection of the opened samples, no defects were found on the packaging. The samples were opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. The samples were tested by needle pull and meet the finished goods requirements. Per the conditions of the samples received, no attachment defects or pull off suture needle was found and the tested needle/suture combinations met the finished goods requirements.

Event description:
It was reported that a patient underwent a vaginal repair post vaginal delivery on (B)(6) 2017 and suture was used. During the first stitch, the suture thread came away from the needle, which caused the needle to be lost inside and required x-ray to retrieve it. There were no adverse patient consequences reported.